Manufacturer narrative:
Returned for evaluation was a 19cm solero probe. As received, most of the probe ceramic tip missing from the probe needle, and not returned for evaluation. Functional testing could not be performed due to the returned condition of the device. The x-ray image shows the center conductor melted back into the semi-rigid cable and the antenna detached where the ceramic cylinder contacts the outer conductor. This could be an indicator that a thermal event with sufficient temperature to cause the center conductor to fail and the ceramic tip to break free. The reported complaint description is confirmed. The root cause of this failure is unknown. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statement; "the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint (B)(4).

Event description:
A distributor reported an issue with a 19 cm solero applicator. The applicator was opened and tested on the solero machine at 100w, for 10 seconds, with no issues, prior to beginning an ablation on a (B)(6) male with 3 deep liver lesions. The probe was then placed percutaneously into a deep liver lesion and the solero unit was set to 140w for 6 minutes. At, approximately, the 15 second mark a "high reflective power" error message occurred, and the unit stopped. The doctor removed the tubing, checked the coolant and attempted to restart the unit, multiple times, with no results; therefore, the doctor made the decision to switch to a 29 cm applicator. The applicator was tested and safely used to finish the ablations of the right deep hepatic lobe lesions successfully. Two days after the procedure, the patient returned for a follow up CT scan and a hyperechoic object was in the liver. It was discovered to be the 1.7 cm ceramic tip of the 19 cm solero applicator. The patient was notified and at this time, the tip has not been removed. It was determined by the physician to not remove the tip. There was no patient harm or adverse event reported by the end user, as a result of this malfunction. It was reported the device is available for return to the manufacturer for evaluation.